Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
(B)(4) clinical trial. It was reported that stent thrombosis occurred. In (B)(6) 2010, the patient presented with recurrent prolonged chest pain and was diagnosed with non q-wave non st segment elevation myocardial infarction. Cardiac catheterization was recommended. The coronary angiography revealed a 75% stenosed de novo lesion located in the proximal left anterior descending artery (lad), which was 36 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with direct stent placement using a 2.75 x 38 mm taxus® liberté® long stent with 0% residual stenosis. A 2.50 x 12 mm promus stent was deployed in proximal lad. Two days later, the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, coronary angiography revealed a "chronically occluded lad". The patient was given only medical treatment and no intervention was performed. The patient was discharged on the same day. The site has confirmed that the chronic total occlusion was associated with stent thrombosis of the 2.75 x 38 mm taxus® liberté® long study stent and the 2.50 x 12 mm promus stent deployed in proximal lad.